Manufacturer narrative:
The product was not returned for eval. The customer reported cannula looks bent. We are unable to confirm the reported condition or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer called to report she activated a new pod on (B)(6) 2013 and her blood glucose was normal for the rest of the day. The next morning at 7:14 am, her bg was 457 mg/dl so she gave herself a correctional bolus of 11 unit of insulin. At 8:22 am, bg: 366 mg/dl, at 10:37 am, bg: 387 mg/dl, at 12;30 pm, bg 239 mg/dl; she ate 32 grams of carbohydrates and administered a meal bolus of 3:10 units of insulin. At 5:21 pm, bg: 327 mg/dl. She also noted that there were no issues upon activation and usage such as difficulty filling; wetness or insulin at the site. She did however, mention that there was some pain at the infusion site and upon removal the pain went away. It was then that she noticed the cannula was bent.